Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range (oor) pacing impedance measurements.  The shock impedance and threshold measurements were found to be in range. The competitor representative indicated that the device has stored multiple tachycardia events that could be supra ventricular tachycardia (svt) wit ventricular conduction. The could also be noise in the rv channel. Technical services reviewed the data from the device and explained that the jumpy impedance observation could be a result of the fifteen to one  lead surface fretting in the device header or partly crushed pace/ sense conductor. It was also stated that the rv threshold seemed to be higher and could be a result of surface changes at the tip of the lead. There were no evidence of noise in the presenting electrograms (egm). A troubleshooting guide was provided to assess rv lead integrity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A voluntary medwatch form 3500/3500b was received (report # mw5154186).  Since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.